Manufacturer narrative:
1 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucoses with a blood glucose value of 21 mg/dl at the time of the event and also stated blood at site. The customer received a sensor updating alert and reported a discrepancy between sensor glucose and blood glucose values. The hypoglycemia was treated with carb intake and intravenous sucrose. The event involved products mmt-7040a, mmt-1884, mmt-332a, mmt-213a, mmt-7040a. Troubleshooting was performed and found that the customer was using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The blood glucose value at the time of event was 21 mg/dl and sensor glucose value at the time of event was 79 mg/dl and the discrepancy between sensor glucose values and blood glucose values was greater than 30%. The insulin delivery was not suspended due to sensor glucose values and blood glucose value difference. The customer does not believe the pump was over delivering. No further patient complications were reported. It was unknown whether continued using the devices. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-213a. No product return is required for mmt-7040a.